Event description:
Olympus medical systems corp (omsc) was informed that a burn of class and 4 10cm size was found at the pt leg where an unspecified pt plate was attached after the procedure of tur-but. The subject device was investigated by olympus trading (B)(4), and found no problem. The pt wasn't off the hospital on the day and there is no info how long the pt stayed in hospital.

Manufacturer narrative:
It is generally known that burns may occur on the pt body during the high-frequency current procedure without enough contact of patient-plate.